Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10232. The pt (B)(6) received a trial scs system which included a lead and lead extension. It was reported when the pt returned for the permanent implant, an infection was identified at the exit site of the lead extension. The physician explanted the extension and left the lead in-situ. Wound cultures were taken and the pt was placed on IV antibiotic therapy. F/u info revealed culture results returned positive for staphylococcus aureus and the lead was explanted (explant date unk). Please note: add'l device info for device 2 has been requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.